Manufacturer narrative:
(B)(4). Date of initial report : 08/26/2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was activating intermittently during a low anterior resection. The surgeon would restart the generator, unplug the device, and then reconnect the device at each time it would stop activating. During the middle of the procedure, the surgeon tested the device outside of the patient and a regrasp alarm sounded. After this, the device became non-responsive. Further into the case, the device provided regrasp alarms even when not being touched or activated by the surgeon. There was no injury to the patient. Was not much tissue in the jaws when the devices made the regrasp alarms while not in use. Both devices were in the instrument tray when this occurred.